Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found the "output was good in bipolar mode. There was no output from case in unipolar mode. All outputs to the case were open. Upon visual inspection after milling open ins device, the case bond wire was lifted on the hybrid side."

Event description:
It was reported, the patient experienced ¿relapsed symptoms on the side of the implantable neurostimulator (ins) due to a problem with monopolar mode.¿ it was noted, the patient¿s ¿bipolar mode was ok¿ at the time of report. It was stated that when the patient¿s ins was checked, the patient¿s current and impedance measurements were under 7 microcamps and over 2000 ohms respectively. It was further stated, the patient¿s extensions were checked and were found to be ¿ok.¿ it was reported that after the patient¿s ins was replaced ¿the patient¿s updrs (unified parkinson¿s disease rating scale) was going up¿ and that their ¿qol (quality of life) was better than before.¿ it was noted the patient experienced ¿no¿ injury or death as a result of the event and that they ¿recovered without sequela.¿ a supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.